Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred due to the defective belt. Manufacture dates: battery pack sn (B)(4)- 7/6/2018. Electrode belt sn (B)(4) - 9/9/2010.

Event description:
A us distributor reported that a patient's battery would not power up a monitor and that a patient was experiencing check therapy electrode messages.